Manufacturer narrative:
A root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported an uncut area just above the hinge following lasik flap creation of the left eye. The surgeon attempted to separate the uncut area but it did not easily separate. The flap was replaced and the treatment was aborted. Additional information has been requested.